Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the initial submission report was belong to for the right side was reported in psr-q3-10-31-2018 for this complaint which is for the left side, the documentation was reviewed and no adverse events, secondary procedures, or malfunctions against the reported product was received. Update on serial number date of implantation are as follow: (B)(4), (B)(6) 2019. No adverse event or patient consequences, and no product quality issue. A manufacturing record evaluation was performed for the finished device 7649478 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a breast augmentation revision with mentor memorygel, 400cc silicone breast implants which the right side had issue with capsular contracture baker grade iii after implantation. As a result patient had the device removed d replaced with catalog number: 3504001bc, serial number: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On october 18, 2022, mentor reviewed the file and are submitting a supplemental to clarify the previous follow-up report. There was no adverse event associated with the patient's left breast implant. This report is for the right breast implant. However, the right sided complication was already reported previously. As such, this file is a duplicate of mentor psr submission reference number (B)(4). The lot and serial number were updated to the correct implant information for the right breast implant. This product was a non-study device. Lot: 7411769 serial: (B)(6) the date of implant and explant were populated. A manufacturing record evaluation (mre) was performed for lot 7411769, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) in the first supplemental, the lot and serial numbers should have been reported as 7411769, (B)(6), respectively, as this complaint is for the right breast implant.